Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms and had frozen screen. Customer reported keypad anomaly. Customer stated that they were unable to clear the alarm. Customer stated insulin pump screen had reservoir and tubing highlighted in blue. Customer stated they did not receive stuck button alarm. Customer stated that underneath the screen there was a black face where the arrow buttons are and the top right corner was lifting. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.